Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lower lateral face with harmonyca¿. Two months later, the patient was injected in the marionette and oral commissures with 1 ml of juvéderm® volift¿ with lidocaine. ¿post-treatment ice at home.¿ a week later, the patient noticed the area was ¿firm, hot and tender and a lump.¿ the patient reported the event 12 days post-injection and was advised to take clarithromycin 500mg bd. The event was improving but is ongoing, with area noted as ¿firm¿ and ¿warm,¿ with ¿erythema¿ to the skin. The patient was prescribed another 14 days of clarithromycin. Event is ongoing.

Event description:
Healthcare professional reported that a patient was injected in the lower lateral face with harmonyca¿. Two months later, the patient was injected in the marionette and oral commissures with 1 ml of juvéderm® volift¿ with lidocaine. "Post-treatment ice at home." A week later, the patient noticed the area was "firm, hot and tender and a lump." The patient reported the event 12 days post-injection and was advised to take clarithromycin 500 mg bd. The event was improving but is ongoing, with area noted as "firm" and "warm," with "erythema" to the skin. The patient was prescribed another 14 days of clarithromycin. Event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3.